Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had a product that was part of a system revision due to infection and erosion. It is unknown which product that erosion was due to. Attempts to gain additional information have been unsuccessful. There were no additional adverse effects reported. The product was explanted.